Event description:
It was reported that after a rotational atherectomy procedure in a diffusely diseased, calcific rca lesion, and an unsuccessful attempt to pass a stent, a dissection occurred following a balloon dilatation. The physician was not certain if the dissection was the result of the guiding catheter deep seating or from the balloon dilatation. A stent was used to repair the dissection. Because of poor guide wire support, the physician decided to change guiding catheters, at that time wire position was lost. The patient became hemodynamically unstable, and CPR was initiated. Reportedly, the patient was intubated incorrectly and was not getting oxygenated. Ultimately, the patient expired.